Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Device is end of life / end of support.

Event description:
It was reported to philips that the defibrillator test failed. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint regarding the heartstart xl defibrillator/monitor indicating that the device had failed a test. Based on the information available, this device is end of life (eol) and no evaluation was performed. This will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text: device is end of life / end of support.